Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine device interrogate the cardiac resynchronization therapy pacemaker (crt-p) displayed a code indicating the device had reached safety mode. The crt-p then started pacing unipolar and the patient experienced phrenic nerve stimulation from the unipolar pacing. Technical services (ts) was consulted and noted that in safety mode, the lead parameters are not able to be reprogrammed. The pacemaker dependent patient was hospitalized, and a revision procedure was performed where the crt-p was explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that during a routine device interrogate the cardiac resynchronization therapy pacemaker (crt-p) displayed a code indicating the device had reached safety mode. The crt-p then started pacing unipolar and the patient experienced phrenic nerve stimulation from the unipolar pacing. Technical services (ts) was consulted and noted that in safety mode, the lead parameters are not able to be reprogrammed. The pacemaker dependent patient was hospitalized, and a revision procedure was performed where the crt-p was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.